Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had uterous , tubes and cirvix removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pneumonia ("pneumonia") and procedural pain ("pain from hysterectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, pneumonia and procedural pain outcome was unknown. The reporter considered medical device removal, pneumonia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Process with follow up received on (28-jan-2020. On 28-jan-2020: pif received. Essure indication (permanent birth control by bilateral occlusion of the fallopian tubes) was added. Essure stop date and removal date were added as 30-dec-2019. Process with follow up received on 22-jun-2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had uterus , tubes and cirvix removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pneumonia ("pneumonia") and procedural pain ("pain from hysterectomy"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, pneumonia and procedural pain outcome was unknown. The reporter considered medical device removal, pneumonia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.